Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the baclofen contained in the patient's pump was compounded baclofen. The patient resolved without sequelae on (B)(6) 2011.

Event description:
The patient experienced increased pain. Baclofen dose was increased 16% on (B)(6) 2011; from 225.16 mcg/day to 262.15 mcg/day simple continuous. There were also patient activations programmed. X-ray performed on (B)(6) 2011 revealed the catheter tip not in the intrathecal space. It was determined the catheter migrated out of the intrathecal space. The level of severity was reported as moderate. On (B)(6) 2011, the patient underwent a surgical catheter revision; the catheter was spliced. The patient outcome was reported as ongoing event. In addition to baclofen, the pump also infused fentanyl, bupivacaine and clonidine.